Event description:
It is reported that a customer experienced high blood glucose of 500 mg/dl. The customer was treated for the high blood glucose with a syringe and their insulin pump. The customer was informed that there could be many reasons for high blood glucose. The was in the middle of a infusion set change during the time of the call. The customer did not want to complete the high pressure test. The customer was offered different quick set samples to try out. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.